Manufacturer narrative:
Model number/catalog number: 72404310, serial number: n/a, batch/lot number: 1100433195, model/catalog description: pump ms, unique identifier (UDI) # : (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Infection is acknowledged within the instructions for use (IFU) and is not related to off-label use or failure to follow instructions. The reported patient symptom of infection is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with this inflatable penile prosthesis (ipp) experienced an infection involving the penile body and scrotum. A revision surgery was performed. Infection symptoms were identified following clinical evaluation. The condition was confirmed to be an infection in the context of the patients underlying immune system condition. The device was explanted and replaced. There were no further patient complications.